Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a few minute procedural delay occurred as a result of the infold due to a new valve needing to be prepared and loaded.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery system. The valve was deployed and forwarded inside a heart valve return jar submerged in cloudy 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were slightly stiff yet flexible. All leaflets exhibited signs of severe creases; conditions possibly associated with the valve being crimped inside the delivery system for unknown duration of time. As received, all leaflets were in a partially open position with a large gap between the leaflets. Bloody host tissue was present on all commissures. Commissures were intact. The valve was received in a crimped state with the outflow with an elliptical appearance and inflow showing a kidney-shaped appearance. An infold up to the 6th node was noted on the valve. The valve was submerged in a warm saline bath. The valve frame expanded further; however, appeared to maintain a compressed condition, possibly from being in the crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed. Image review: 14 fluoroscopic procedural cine loops of the implant were provided for review. The patient executive summary was not provided for anatomical review. The provided valve load inspection cine loop showed a possible inflow crown overlap beyond node 4. Subsequently, the described frame-infold was seen on the fluoroscopic image. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:  product ID d-evprop34 (lot: 0011840813); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: 0011666182); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a severely calcified aortic valve, the valve was loaded. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic vacs ii balloon. The valve was inserted. Upon initial release, an infold was reported. The valve was recaptured, withdrawn and replaced with an entire new system. The replacement valve was successfully implanted. No adverse patient effects were reported.